Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported being hospitalized ten days prior to the call for diabetic ketoacidosis. Blood glucose level at the time of hospitalization was 800 mg/dl. Customer stated that the high blood glucose level was due to the set she used being completely bent in half. Blood glucose level at the time of the call was 141 mg/dl. No further information was provided.